Manufacturer narrative:
(B)(4): the customer reported that a (B)(6) gestation premature baby received burns on the chest and back that require plastic surgery following delivery of energy. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that a (B)(6) gestation premature baby received burns on the chest and back that require plastic surgery following delivery of energy.